Event description:
It was reported that following a stent placement, the stent cracked longitudely & as a result, every time the pt breathes, the stent rubs against the lung and causes irritation. The stent is going to be removed, and a new stent placed.